Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.